Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by a healthcare provider (hcp) via a company representative regarding a patient receiving bupivacaine (10 mg/ml at 1.208 mg/day) and morphine (10 mg/ml at 1.208 mg/day) from an implanted pump. The indication for use was non-malignant pain and chronic low back pain. On (B)(6) 2017 a volume discrepancy was reported. It was noted that the actual residual volume (arv) was greater than the expected reservoir volume (erv) on (B)(6) 2017, however the arv was reportedly 1.3 ml and the erv was 12 ml. There was no history of volume discrepancies at refills. It was reported that the pump logs had been checked and a dye study was done on (B)(6) 2017. The catheter was patent. Logs showed a motors stall on (B)(6) 2017 with a recovery about an hour later. The rep was unsure if the patient had an MRI at that time, but would check. It was reported that the pump was replaced on (B)(6) 2017 and would be sent back for analysis. It was reported that the patient¿s therapy had not been as good as it had been for about the past six months. Additional information was reported by the rep on 2017-mar-02; the causes of the discrepancy and the motor stall were unknown. Additional information was received from a manufacturer representative. After reviewing the initial contact with the manufacturer representative on 2017-mar-01, it was determined that the volumes discussed on the call were incorrect. The correct expected residual volume was 1.3 ml and the correct actual residual volume was 12 ml.

Manufacturer narrative:
Analysis of the pump found no anomaly. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.